Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient's right hip was revised to address pain. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Event description:
Litigation papers allege that as a result of implantation with the asr hip implants, the bilateral patient suffered pain, suffering, metal toxicity, and was injured by excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 5/9/2014 - medical records received. Patient's right hip revised to address metallosis. The information received does not change the MDR decision. This complaint was updated on: 05/29/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that as a result of implantation with the asr hip implants, the bilateral patient suffered pain, suffering, metal toxicity, and was injured by excessive levels of chromium and cobalt in her blood. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant dates. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.